Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during the surgery, after pre-operative preparations were completed, the distal access catheter was delivered via the guidewire. When the distal access catheter was withdrawn, a foreign object was observed at the catheter tip. A new catheter of the same model was then used to complete the surgery. There was no patient injury. The patient outcome was reported as fine.

Manufacturer narrative:
The investigation found the catheter returned flattened at 14cm from the strain relief and damaged at the distal tip with an occlusion in the distal lumen. The occlusion was retrieved and determined to be consistent with solidified contrast as the material felt sticky when wet and fully dissolved in water. Material displacement caused by the gouge at the distal tip may give the appearance of a foreign object as alleged in the reported complaint; however, no true foreign material was identified during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened area, but the damage is consistent with the device experiencing forces exceeding its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged distal tip, but the damage is consistent with localized mechanical stress from contact with an external surface. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances that would affect patient risk as defined in the risk management file. The complaint code and evaluation code are monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required. A review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed.

Event description:
It was reported that during the surgery, after pre-operative preparations were completed, the distal access catheter was delivered via the guidewire. When the distal access catheter was withdrawn, a foreign object was observed at the catheter tip. A new catheter of the same model was then used to complete the surgery. There was no patient injury. The patient outcome was reported as fine.